Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-003221 driver.

Event description:
During implantation of an aculoc 2 plate, the tip of the driver broke off in the head of one of the locking screws. The driver tip could not be removed and remained implanted.